Manufacturer narrative:
On (B)(6) 2019 immucor advised customer advised that all waste products must be treated as potentially infectious material as you would treat any blood products. On (B)(6) 2019 immucor directed the affected individual to the instruction in the echo operator manual which states "always wear protective gloves and clothing when handling blood samples, liquid waste, used micro-well strips, or consumed liquid reagent vials. All blood samples, liquid waste, used micro-well strips, and consumed liquid reagent vials must be discarded following the standard practice of the laboratory." The immucor internal report record number for this report is pr#(B)(4).

Event description:
On (B)(6) 2019 customer reported that an operator was splashed in the eyes with potentially infectious material while removing waste reservoir from echo instrument. No injury reported but medical follow-up was sought after exposure.